Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device repeatedly failed for the tightness test. - the tightness test is standard part of the preoperational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Based on the available information, for this reported incident the first applies, namely during the preoperational check. - the alarm war observable both visually and through hearing. Te241002 (tightnesstestreleasevalvedefect). - the device log files do cover the event of the time of failure. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device repeatedly failed for the tightness test. - the tightness test is standard part of the preoperational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Based on the available information, for this reported incident the first applies, namely during the preoperational check. - the alarm war observable both visually and through hearing. Te241002 (tightnesstestreleasevalvedefect). - the device log files do cover the event of the time of failure. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective check valve assembly. In consequence the correction to replace the check valve assembly resolved the issue. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device repeatedly failed for the tightness test. The tightness test is standard part of the preoperational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. Based on the available information, for this reported incident the first applies, namely during the preoperational check. The alarm war observable both visually and through hearing. Te241002. (Tightnesstestreleasevalvedefect). The device log files do cover the event of the time of failure. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.